Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 183 mg/dl. The customer¿s current blood glucose value was 232 mg/dl. The customer was reported other blood glucose value such as in the range of 200 mg/dl. The customer was treated for high blood glucose with syringes. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump passed displacement test and declined to perform high pressure test. The insulin pump and reservoir will not be returned for analysis.